Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. This emdr represents the ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the mesh - ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿an incisional hernia at the mid to upper portion of his midline incision was dissected. Sac with adhesions were lysed and small ventralex mesh (device 1) was placed and sutured to the fascial defect. On (B)(6) 2009 ¿ patient was diagnosed with recurrent incisional hernia and migrated mesh thereby underwent open repair with implant of small ventralex mesh (device 2). Per operative notes, ¿an incisional hernia just above the previous incision and two small incisional hernia just beneath the previous incision was noted. The sac was reduced, and part of old mesh was seen pulled away from the fascia. The mesh was grasped and sutured to the fascia and defect was closed with sutures. Another defect in the right and left side was noted. On the right side, the defect was reduced and fascia was closed with sutures. In left side defect, fascia was removed and small ventralex mesh (device 2) was sutured to the fascia and old mesh. (Device 1)¿. On (B)(6) 2010 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 3). Per operative notes, ¿a recurrent hernia in the upper part of the incision and one just to right of the umbilicus was noted. Adhesions were removed and previously placed meshes (device 1 and 2) were noted and left intact. The multiple incisional hernias including previous incisional hernias were closed with tacks and sepramesh ip (device 3) was placed and sutured.¿